Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous high basophil differential results on several different patient samples generated by the coulter lh 500 analyzer. Seven of the eight patient samples provided by the customer demonstrate this issue, four of which contained instrument generated flags. There was no death, injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Controls run before the event recovered within the assay limits. The customer found a kinked diff pak tubing and the latron was also corrected back to specifications and the issue was resolved.